Event description:
The customer's husband stated that the customer was hospitalized due to hyperglycemia and heart problems. The customer's husband was not sure if the hyperglycemia caused the heart problems or if the heart problems caused the hyperglycemia. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.